Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported pain at their implantable cardioverter defibrillator (ICD) site. Approximately three months after implant a pocket revision was done, and the ICD was moved to a more medial location and remains in use. No further patient complications have been reported as a result of this event.